Event description:
A customer reported getting discrepant result on estradiol (e2) patient sample on aia-900 analyzer. The reported e2 result was 114.3pg/ml and the customer decided to send out sample for rerun at quest diagnostics and the result was 26pg/ml. The customer confirmed no patient medication changes and no patient impact due to the reported discrepant result. Technical support specialist (tss) will continue to follow up with the customer to assist with investigation.

Manufacturer narrative:
A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The st aia-pack analyte application manual states the following: limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g. Symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack, the highest concentration of estradiol measurable without dilution is approximately 3000 pg/ml, and the lowest measurable concentration is 25 pg/ml (assay sensitivity). Although the approximate value of the highest calibrator is 3250 pg/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 3000 pg/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients with hyperbilirubinemia may yield falsely elevated results. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet.

Manufacturer narrative:
Technical support specialist (tss) followed up with the customer and confirmed the analyzer is functioning as expected. The discrepant result for estradiol (e2) patient sample was an isolated event due to possible interference of heterophile antibodies for a single sample. No further action required by a technical support specialist. The most probable cause of the reported discrepant result for estradiol (e2) was possibly due to patient sample; cause could not establish.